Event description:
User received errant results for several assays for approximately 30 patient samples. Five examples were provided. Initial potassium 2.6 mmol/l, repeat 3.7 mmol/l. Initial results were reported. User states he has no knowledge of treatment or adverse events. The field service representative determined two tubing connections were causing the issue. He replaced the electrodes, ise probe and sipper seals, pinch valve and ise sipper tubing along with all onboard ise reagent bottles. Performance tests were performed which were within specification.

Event description:
User received errant results for several assays for approximately 30 patient samples. Five examples were provided. Tested 2008: initial potassium 5.5 mmol/l, repeat 4.7 mmol/l. Initial results were reported. User states he has no knowledge of treatment or adverse events. The field service representative determined two tubing connections were causing the issue. He replaced the electrodes, ise probe and sipper seals, pinch valve and ise sipper tubing along with all onboard ise reagent bottles. Performance tests were performed which were within specification.

Event description:
User received errant results for several assays for approximately 30 patient samples. Five examples were provided. Tested 2008: initial sodium 157 mmol/l, repeat 131 mmol/l; initial potassium 3.3 mmol/l, repeat 4.1 mmol/l. Initial results were reported. User states he has no knowledge of treatment or adverse events. The field service representative determined two tubing connections were causing the issue. He replaced the electrodes, ise probe and sipper seals, pinch valve and ise sipper tubing along with all onboard ise reagent bottles. Performance tests were performed which were within specification.

Event description:
User received errant results for several assays for approximately 30 patient samples. Five examples were provided. Tested 2008: initial creatinine 6.4 mg/dl, repeat 4.3 mg/dl; initial sodium 134 mmol/l, repeat 140 mmol/l: initial results were reported. User states he has no knowledge of treatment or adverse events. The field service representative determined two tubing connections were causing the issue. He replaced the electrodes, ise probe and sipper seals, pinch valve and ise sipper tubing along with all onboard ise reagent bottles. Performance tests were performed which were within specification.

Event description:
User received errant results for several assays for approximately 30 patient samples. Five examples were provided. Tested 2008: initial glucose 92 mg/dl. Repeat 69 mg/dl. Initial results were reported. User states he has no knowledge of treatment or adverse events. The field service representative determined two tubing connections were causing the issue. He replaced the electrodes, ise probe and sipper seals, pinch valve and ise sipper tubing along with all onboard ise reagent bottles. Performance tests were performed which were within specification.